Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient reported that their device has not successfully continuously worked the whole time they have had it. They had problems from the day they implanted the device. They ended up going in and out of the hospital. The patient further stated that they ended up in the hospital for a week. When they had the implant procedure done, they asked the patient to wait a few hours before going home but while waiting all of a sudden they were getting very sick in their stomach so they ended up in the hospital for a week. The patient was not allowed to go home before they could go to the bathroom so they were given some kind of medication because they could not go to the bathroom. The patient stated that no one ever explained to them if their stomach was the problem or if their implant was the problem. The stimulator has not really helped them so they can take it out if they want. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.